Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646, batch # 4151403. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by customer that the syringes displayed multiple black specks in 5cc. Verbatim: rcc received a complaint via email. Product code sku:0723309646. Product description brand name:5ml syringe luer-lok tip. When problem was notice: prior to use. Sterilization wrap: incident discovered during patient care:no. Nature of patient care: quantity: 1. Uom: each. Lot: 4151403. Date of event: 2/6/2025 12:00:00 am. Incident details: syringes displayed multiple black specks in 5cc was patient or end-user injured: no. Injury details: was medical treatment required:no. Treatment details: patient current status: na. Has the facility filed a report with health authority(ies)https://trackwise.bdx.com/trackwise/servlet/teamaccess/filepage?data_field_ID=938&pr_ID=11583627&filename=5008a00002jwcuhaas_151214comp-sup-25-00055_photo.jpg.jpg?: no. Is photo available: no. Photo: no attachment. Is sample available: yes.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Fifteen samples and one photo were provided to our quality team for investigation. The photo showed one loose syringe with no defects observed, therefore acceptable. All samples were received in sealed packages containing all applicable product information on the top web. Six samples had the two-dot image, three syringes had the one -dot image, and six syringes had the no-dot image. No other "multiple black specks" were observed. The condition observed is acceptable per product specification. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Furthermore, a device history record review was completed for provided lot number 4151403. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4151403 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.